Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device was explanted and will be returned for analysis. No additional adverse patient effects were reported.